Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1g in the first bag and then every fourth day; duration not reported) and intraperitoneal magnova (1g in the first bag and then 500 mg in each exchange; duration not reported) for the event. The patient was reported to be recovering from the peritonitis. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.